Event description:
It was reported that the universal seal caps on robotic ports were extremely tight to remove. The user stated that on two occasions the valve broke while the co tube remained attached. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.